Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that device in ns1 was reported to display incorrect patient room information on the adc profile following a patient transfer. A technical support specialist (tss) investigated and identified that the issue occurred during hl7 to xml translation at the carefusion coordination engine (cce) site; however, the backdated message could not be retrieved as message retention is limited to 7 days, and the patient had already been discharged on (B)(6) 2026. With no further data available for analysis, confirmation was obtained to proceed, and the case was closed accordingly.

Event description:
It was reported that when using the bd pyxis¿ es server, patient transferred incorrect data reflecting on profile med station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.